Event description:
It was reported that an angio-seal was deployed. Twelve hours later, the patient experienced an arterial blockage. The patient was taken to surgery and the surgeon removed the angio-seal anchor, collagen, and suture which had been deployed intra-arterially. No further adverse events had occurred and the patient was recovering.

Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to co, the cause for the reported event could not be conclusively determined. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.